Manufacturer narrative:
A review of the device history record information was conducted and no similar concerns were found. Samples were not returned and there were no photos or images provided by customer, so the alleged complaint could not be confirmed. Since a sample was not returned to argon, any further evaluation cannot be conducted at this time.

Event description:
Ivc filter placed in usual fashion (juggler curved pusher) without incident at end of case when sheath was removed, a ribbon amount plastic substance was seen along side the sheath both were removed together and on repeat fluoroscopic the filter tilted far to right. Attempts to retrieve filer were not possible. An additional filter was placed above out of an abundance of caution without issue.